Event description:
Generator product analysis was approved on (B)(4) 2013. The dhrs for the generator and lead were reviewed, which confirmed both generator and lead met all final testing specifications and sterilization standards prior to distribution. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient will not be reimplanted. It was reported that the patient's parents cannot afford the costs.

Event description:
It was reported that the patient underwent generator and lead explant. At the time of explant, it was noted that the generator had begun extruding. A biopsy of the necrotic tissue was taken. It was reported that the culture grew (B)(6) in the tissue surrounding the generator. It is unknown if the patient will be reimplanted at a later date.the generator was returned to device manufacturer on 06/17/2013. The generator analysis is underway; however, has not been completed to date.

Event description:
It was reported that the patient's tracheostomy wound became infected which was unrelated to vns therapy. It was reported that the patient has lost weight as a result of the infection and that the generator is now protruding. It was reported that the patient's skin is stretching and ampoules are starting to appear. It was reported that the patient is being seen by a nutritionist and an infectiologist. It was reported that the patient's weight loss was secondary to recurrent bronchitis that the patient experienced in 2012. The patient's tracheostomy was placed in 2005. The physician indicated that the protrusion is more likely a consequence of the weight loss rather than a rejection of the device. No interventions have been taken at this time.